Manufacturer narrative:
As reported in the radiancy study, after use of an unknown s.m.a.r.t. Radianz vascular stent system, there was an amputation of the left lower limb. The patient was noted to have irreversible ischemia which led to the amputation. Failure of revascularization, extensive dissection upstream and downstream of the stent in the proximal third of the superficial femoral artery with slowed flow, which is due to the fragility of the patient's artery. The amputation is not related to the study devices used. The lesion to be treated was in the superficial femoral artery (sfa) and/or proximal popliteal artery (ppa). The radial artery was palpable and was measured to be 2.5mm. The lesion was noted to have a stenosis greater than 50%. There were no stents previously placed. The vessel did not have any tortuosity. There was no perforation at the target site. It was noted that there was not a chronic total occlusion (cto). There was no thrombus noted prior to crossing the lesion. Percutaneous transluminal angioplasty (pta) treatment was not successful at the target lesion. The s.m.a.r.t. Radianz vascular stent system was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. A dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Ischemia is also a well-known potential complication associated with this type of procedure and is listed in the IFU as such. Ischemia is defined as an inadequate supply of oxygenated blood to a tissue or organ as a result of an obstructed or constricted vessel. This irreversible ischemia could be the result of the reported unsuccessful treatment of the lesion or as a result of the dissection that was reported to be flow-limiting. If the reason for the ischemia is not treated, this injury can worsen from tissue ischemia to tissue necrosis, which would require an amputation to prevent further necrosis and life-threatening septicemia (septic shock). Based on the information available for review, vessel factors (fragility of the patient¿s artery) likely resulted in the injuries reported. Without return of the device or procedural films, the reported events could not be confirmed and a potential device-related cause could not be determined. According to the information for safety within the IFU, it cautions ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. The device should only be used by physicians who are trained in such interventional techniques as percutaneous transluminal angioplasty and placement of intravascular stents.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the radiancy study, there was an amputation of the left lower limb. The patient was noted to have irreversible ischemia which led to the amputation. Failure of revascularization, extensive dissection upstream and downstream of the stent in the proximal third of the superficial femoral artery with slowed flow, which is due to the fragility of the patient's artery. The amputation is not related to the study devices used. The lesion to be treated was in the sfa and/or ppa. The radial artery was palpable and was measured to be 2.5mm. The lesion was noted to have a stenosis greater than 50%. There were no stents previously placed. The vessel did not have any tortuosity. There was no perforation at the target site. It was noted that there was not a chronic total occlusion (cto). There was no thrombus noted prior to crossing the lesion. Pta treatment was not successful at the target lesion. Approximately 9 days post procedure, the patient had rectal hemorrhage with severe polyps and bleeding. The device will not be returned for evaluation.

Manufacturer narrative:
As this is a study, some information in unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the radiancy study, there was an amputation of the left lower limb. The patient was noted to have irreversible ischemia which led to the amputation. Failure of revascularization, extensive dissection upstream and downstream of the stent in the proximal third of the superficial femoral artery with slowed flow, which is due to the fragility of the patient's artery. The amputation is not related to the study devices used. The lesion to be treated was in the sfa and/or ppa. The radial artery was palpable and was measured to be 2.5mm. The lesion was noted to have a stenosis greater than 50%. There were no stents previously placed. The vessel did not have any tortuosity. There was no perforation at the target site. It was noted that there was not a chronic total occlusion (cto). There was no thrombus noted prior to crossing the lesion. Pta treatment was not successful at the target lesion. Approximately 9 days post procedure, the patient had rectal hemorrhage with severe polyps and bleeding. The device will not be returned for evaluation.